Event description:
It was reported that noise and oversensing was noted on the right ventricular lead. During the replacement procedure, the physician observed an abrasion on the lead and blood ingress. The lead was capped, partially explanted, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead measuring 22.5 cm was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed, and the outer insulation of the lead developed a cosmetic depression while in vivo. The analyst noted that blood ingression was observed on the distal conductor, but an insulation breach was not observed. Since the full lead was not returned, the cause of the blood ingression could not be determined. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2010; 6940 implantable pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a total of 551 ventricular sic occurred since (B)(4) 2013.